Manufacturer narrative:
During reprocessing, the olympus ess observed the following: a leak test was conducted without operating the far end. Detergent was used during the leak test. During manual cleaning, compatible detergents were not prepared as recommended by the manufacturer and water was not filled in the fill line. The diameter of the cleaning brush may not fit the channel because it did not use the sponge or the cloth without thread scraps. Flushing by the syringe was not done. The ess spoke with the nurse supervisor at the user facility regarding the observation findings and sent an email with the observation summary and included the forms as well as helpful literature and the reprocessing manual for cyf-v2. The email also included all the findings during repair reduction and the issues found during reprocessing. A follow up in-service on reprocessing has not been finalized. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The legal manufacturer confirmed the most probable cause of the incorrect/insufficient reprocessing. Was due to user error. As stated on the IFU and as a preventive measure, the user manual states: in chapter 6 compatible reprocessing methods and chemical agents, 6.5 rinse water do not reuse rinse water. To remove the detergent solution from the endoscope and accessories completely, rinse them enough in clean water (potable water, water that a microbe was removed by a filter, de-ionized water, sterile water, etc.). Once removed from disinfectant solution, the instrument must be thoroughly rinsed with sterile water to remove any residual disinfectant. If sterile water is not available, clean, potable tap water or water that has been processed (e.g., filtered) to improve its microbiological quality may be used. When nonsterile water is used after disinfection, wipe the endoscope and flush the channels with 70% ethyl or isopropyl alcohol, then air-dry all internal channels to inhibit the growth of bacteria.

Event description:
During an in-service observation of repair reduction and a facility review summary, the endoscopy support specialist (ess) observed the reprocessing staff at the user facility needed improvements due to missing steps on their manual cleaning procedure. Improper leak testing, improper manual cleaning and flushing syringe step was not performed. The sterile processing supervisor at the user facility confirmed there was no patient injury, infection or harm associated with the urology and ent (ear nose & throat) flexible endoscopes. An in-service on reprocessing with the ess has been scheduled accordingly.